Event description:
Report of a post operative leak that developed in the proximal staple line on the stomach. Surgeon reported that it was necessary to return the pt back to surgery to repair the 1cm leak along the staple line where the staple line of the plcr75g and where the competitive device was also fired. The leak was successfully repaired with sutures. Pt is doing well. No further incident.